Event description:
Helix remains in right atrium.

Manufacturer narrative:
Final analysis found that the device exhibited end-of-life (eol) and the product code could not be downloaded. The device was implanted for 3.90 years which is less than the expected 75% published longevity. No information was received from the field regarding device settings. The device functioned normally with a replacement battery.